Event description:
A us distributor contacted zoll to report that a patient developed a peeling rash under left breast and back right side. The patient¿s physician advised to temporarily remove the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.